Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, intervention was completed to chronic total occlusion (cto) stent to left anterior descending (lad) and diag. When going to pull the wires after the intervention the diag wire curled up and broke off causing a perforation in the diag and shutting down the lad. Echo in the cardiac care lab (ccl) showing an effusion. Shortly after the patient had a cardiac arrest requiring CPR. A pericardial drain was placed. Impella cp was placed emergently during CPR. Once it started, the patient obtained rosc. Balloon tamponade was still up on diag. The physician was concerned for rv and didn't think cp was enough support. Patient cannulated and impella dropped to p4. Intervention to lad utilizing penumbra from prox to distal lad. Ptca to om. Bleeding had slowed down from pericardial drain. Swan placed but had difficulty to get a crossed, so ECMO flows were decreased and then impella suction alarms present blood was given and then increased flows. Dr stated he had concerns that impella perf through left ventricle (lv). He said he would open the patient in the ICU to access. It was noted that the diag was still bleeding. There was no lv perf. It was also reported that the patient had a stroke. The care was ultimately withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ impella cp with smartassist system and impella 5.5 with smartassist for use during. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, stroke/cva, ventricle perforation, and low pump flow has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: the cause of the vascular damage - peripheral vessel was not determined since product was not returned and insufficient clinical details. Ventricle perforation: there was no issue found during the case. Clinical details state although left ventricle (lv) perforation was feared, lv perforation did not occur. Stroke/cva: as clinical information was not provided, the true root cause of the stroke/cva could not be determined. Low pump flow: data log review showed suction events and low flows following implant procedure until impella was turned down to p-1, then suction resolved. The cause of the low pump flow was most likely patient condition related due to pt on ECMO, suction events, and low volume of the patient. Flows were increased to p-2 after clinical details stated blood volume was given and the suction alarms ceased and flow returned to nominal. Health effect - impact code 4643 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29380.